Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated by paramedics on16may2026 for hypoglycemia. The patient's blood glucose (bg) levels declined to 30 mg/dl while wearing the pod longer than 48 hours on their arm. Symptoms reported include loss of consciousness. The patient was treated by emergency medical services (ems) response and was given juice. Additionally, it was mentioned the patient¿s glucose levels were still not responding so ems started intravenous therapy with dextrose. The patient was monitored between 1 and 2 hours by ems. The patient refused transport to the emergency room, and the pod was worn by the patient until it expired. The patient reported their bg levels eventually began to increase.